Event description:
Approx on the above date, I had rk surgery on both eyes. I was fine up until about 2016 when I noticed my vision had deteriorated. For the past 2 or more years, I have had almost hourly vision changes with dry eye, clouding of vision, poor contrast vision, color distortion, and difficulty seeing indoors. I have seen multiple drs and have been told I cannot be helped. I carry at least 6 pairs of glasses with me daily. Unfortunately none of them really work for more than a few mins until my vision changes again. I get a new prescription every 2 months or so. Rk has caused severe depression and affected my ability to work to the standards I am accustomed. I can no longer enjoy hobbies. I have difficulty with daily tasks and live in fear of getting injured because of poor vision. I can no longer be a pleasurable person to be around because of the constant torture. I have considered suicide because I cannot face living with this disability especially as I get older.